Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During the processing of this complaint, attempts to obtain patient information were made but not received.

Event description:
It was reported that patient had their lead explanted due to headaches and nausea while therapy is on. There is no additional information at this time.